Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 49 mg/dl and the insulin pump was alarming for threshold suspend but her blood glucose was 125 mg/dl. Customer was advised about the recommended insertion and calibration process. Customer was advised to reset the sensor or replace as needed. The sensor would be replaced and returned for analysis.